Manufacturer narrative:
A couple of days after the laser ablation the patient presented with signs of an urethral-rectal fistulae. The patient was treated with an indwelling urinary catheter for a month and also with longterm treatment with "trimetoprim"/"sulfametoxazol" and acetaminophen/hydrocodone. When the catheter was removed, the patient presented with urinary retention and therefore got a new urinary catheter. The final outcome is not known to cls at this time.

Event description:
The patient was treated with laser ablation due to a localized prostate cancer using a transrectal approach. According to the normal protocol at the clinic the patient was sedated with a dose of midazolam and not fully anesthetized. During the treatment the patient moved slightly and the physician believes that the laser fiber at this time came to close to the rectal wall. The date of the event is unknown to cls. This is a resubmission, as the first attempt apparently was not received although acknowledgements were received, as instructed when cls inquired about the MDR.

Manufacturer narrative:
As of (B)(6) 2018, the patient has no catheter and is doing well.

Event description:
Formation of rectourethral fistula occurred (B)(6) days after fla.